Event description:
It was reported that there was pauses seen on telemetry. It was also reported that the right ventricular (rv) lead had intermittent capture, was pacing inappropriately and had high and varying impedance. The rv lead was reprogrammed and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.